Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test and prime test. Unit received stuck in motor error loop during bolus/basal delivery. No motor position encoder error alarm noted in alarm history screen. No unexpected reset to factory default noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error test, excessive no delivery test and occlusion test due to motor error alarms. Unit had a cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 247 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.